Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified no complications were noted during the initial surgery. Review of the records from may 23, 2019 identified the patient underwent an irrigation and debridement due to suture abscess and wound dehiscence. The suture was removed and the wound was irrigated and closed without further complication. Per the persona knee system package insert, delayed wound healing is a known potential adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42502606201 - femur cemented cruciate ¿ 63963362; 42532007101 - natural tibia cemented ¿ 64113458; 42540000032 - all poly patella - 64297038. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00192, 3007963827 - 2019 - 00193, 0002648920 - 2019 - 00450.

Event description:
It was reported at the patient experienced a wound dehiscence due to a suture abscess that required an incision and drainage of the wound approximately two months post implantation. Attempts have been made, and no further information has been provided.